Event description:
Report received from the USA stating that the device is leaking air from the hose. It is known that the device was used in surgery. It is known that there was no patient/user injury.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.